Event description:
Patient called lfs on 02/03/2003 alleging their ot basic meter was reading inaccurately low. Patient stated that for approximately 3 days in august patient was getting low reading ranging from 90 to 98 mg/dl. When obtaining these readings patient treated themselves with fruit juice. Patient was experiencing symptoms of frequent urination, lightheadedness and headache. In 2002 patient obtained another low reading, (reading unknown) and went to the e.r. Because patient was not feeling well. At the hospital the lab result was in the 300 mg/dl range (1hr after testing with pt's meter). A hospital meter was also used and that reading was in the 400 mg/dl range. Patient was given a 1 and 1/2 "bottles" of insulin and was admitted for hyperglycemia.